Event description:
Received user facility's medwatch: (B)(4) was received (B)(4)-2012. A copy will be included with this report. On (B)(6) 2012, a bunionectomy was being performed and one of the 0.045 k-wire broke intraoperatively and remained in the cuneiform-navicular joint. The k-wire was part of the operating room instrument set.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Additional information from the user facility report: (B)(4).